Event description:
Patient reports she has 7 mixed cassettes from lot: 4329610 with one in use and then 20 unused cassettes from lot: 4295882, expiration dates unknown. Rph reviewed cassette correction with patient and advised it is ok to finish current cassette but she should avoid using any additional cassettes and go to emergency room if new cassette is needed before replacements are received. Patient did report on saturday/sunday, a cassette from lot: 4329610 beeped and she noticed the tubing was askew. Alarm code was not provided. Patient confirmed both pumps working properly. No other information available. Pump return tracking information is not applicable to event. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm, occurred is not applicable. No additional information is available at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? No; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? All recalled lots. Was the pt able to successfully continue their therapy? Yes, with recalled cassette. Is the therapy life sustaining? Yes. Reported to (B)(6) by pt/caregiver.